Manufacturer narrative:
Correction g3: date received by MFR: the correct date is 2/25/2025 (and not 02/28/2025 which was listed in the original report). Additional information: g2, h6, h11. H11: the event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump had an over infusion of fentanyl (100ml) at 10ml/hr. The department where the event occurred was trauma intensive care unit (ticu) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.